Event description:
The patient is reporting chronic underarm pain that radiates down their arm two years post tx.

Manufacturer narrative:
A data review was conducted of the system and there were no abnormalities that would have caused the adverse event.